Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nodules in the throat, sore throat, ear pain, headaches, sinus pain and a hot/burning face while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.